Event description:
It was reported that the system 9600+ displayed a stator not on message intermittently. It was further reported that the system 9600+ produced a poor image and then shut down intermittently requiring reinitialization. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A service call had been scheduled in order for a ge service representative to evaluate the system. The service call was postponed/cancelled. An additional report will be generated and submitted if further information becomes available.